Event description:
The complainant had an impella cp pump placed to support a acute myocardial infarction/cardiogenic shock patient. The team observed signs of limb ischemia a day after implant. The leg accessed by the impella cp had no dopplerable pulses. The team placed a distal perfusion. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. The pump and data log were provided for investigation. No physical damage was observed on the returned pump. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump and data log were provided for investigation. No physical damage was observed on the returned pump, which passed the laser continuity test of the optical signal line. The pump's optical and placement signal functions performed as per specifications, with no issues reported during the test run. The data log indicates that the signal-to-noise ratio (snr) was low from the start of the case, randomly dropping to zero while the placement signal spiked to 3000, triggering a placement signal not reliable (psnr) alarm. The snr drop and placement signal trend were independent of the p-level change and any patient condition. Additionally, the pumps were investigated before and after the run and were found to have a similar low snr trend during the case. Upon reviewing the data logs and returned product, no problems were found with the pump and it is apparent that the console could be the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B.1. Product problem updated. B.5. Updated to include optical signal issue description. H.6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27011. D.10. Concomitant medical products and therapy dates updated. E.4. Erroneously entered as "no.".

Event description:
The complainant also reported that the pump lost the optical signal but this did not prompt any pump replacement.